Event description:
A falsely depressed glucose result was obtained on a patient sample. It is unknown if the result was reported to the physician. The sample was repeated on an alternate dimension vista(r) analyzer and a higher result was obtained and confirmed on an alternate instrument system. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed glucose result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed glucose result is sample integrity. The IFU for dimension vista glucose flex reagent cartridge contains the following information: "specimens should be free of particulate matter." And "complete clot formation should take place before centrifugation." The instrument is performing within specifications. No further evaluation of the device is required.